Event description:
It was reported that the customer passed away in a hospital. She was hospitalized on (B)(6) 2015. The caller stated that the cause of death is not available yet. The customer had been in and out of the hospital since (B)(6) 2015, due to fluctuating blood glucose, and water around her heart. She had tia stroke, kidney and heart failure. Her blood glucose, at the time of death, was unknown. She was not wearing the insulin pump at the time of death; it was removed by the spouse, on (B)(6) 2015. She was using sensors but had stopped using them for 3-6 weeks prior to passing. The customer had been feeling fatigued for 3-5 months prior. She had been hospitalized 5 times. In february, she had a low blood glucose of 35 mg/dl which was over-treated, causing it to increase to 500 mg/dl. The customer was taken to the ICU with blood glucose over 900 mg/dl. Without consulting the customer's kidney specialist, too many fluids were given, so water was found around the customer's heart.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.